Event description:
Customer reported that he was hospitalized for non-diabetes related issue. Customer stated that while in the hospital he developed high blood glucose of 451 mg/dl and was treated with manual injection. Customer stated that he got out of the hospital and a home care nurse is treating him. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.